Event description:
It was reported the ti matrix top loading polyaxial head had broken threads.

Manufacturer narrative:
Sythes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add¿l info received regarding this event after filing this report shall be filed on a supplemental MDR. Lot number provided is invalid. The investigation could not be completed; no conclusion could be drawn, as no product was received.